Event description:
Our office in another country reported a patient experienced ocular hyperemia about 6 months ago, when they changed their lens care regimen to include consept 1-step system. They were initially told by ophthalmologist that the cause of the redness was unknown, but it may be due to dryness. They saw another physician when the hyperemia recurred and was told it was "something like keratitis" and that fungus or bacteria were present. No treatment details were provided. When the hyperemia resolved they resumed lens wear, using consept 1 step and again the hyperemia returned. According to the 3rd physician, no bacteria or fungus were observed. See also mdrs 2020664-2009-00040 (device 1) and 2020664-2009-00045 (device 2).

Manufacturer narrative:
The root cause has not been established.